Event description:
It was reported that the 6800 had no images on the left monitor prior to a case. The 6800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video control board was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.